Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels rose to 445 mg/dl while wearing the pod on the arm for between 5 and 24 hours. Ketone levels increased (levels not provided) and the patient drank a lot of water. Patient removed the pod and visited the emergency room zentrale notaufnahme located in drk kliniken berlin mitte. A diabetes consultant set up a new pod with insulin for the patient. The patient was released after 4 hours.